Manufacturer narrative:
(B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Event description:
According to the reporter, the valve came off the trocar while inserting another device. It was also reported that the patient did not experience and adverse event due to the malfunction. Another device was readily available to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The insufflation bulb was received. The obturator was received. The flapper valve seal was disengaged from the instrument and not returned. The trocar balloon appeared intact. Functionally, the trocar balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged flapper seal, the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.